Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with chest pain. During a cardiac echogram it was noted that the patient suffered from pericardial effusion. Both right atrial and right ventricular leads were repositioned. The patient was stable during and post procedure.